Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the electrodes. The patient described the irritation as itchy spots. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient could remove the lifevest and the irritation has improved